Event description:
During a call to follow up on a patient¿s drain complications, it was reported by a peritoneal dialysis (pd) nurse that a patient on pd has peritonitis. The pd nurse familiar with the patient reported that the peritonitis was suspected to have caused the drain issues. There were no reported allegations that the peritonitis was related to a deficiency with fresenius products. Subsequently, another pd nurse reported the patient was having symptoms of abdominal pain. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained (in the middle of december; date not provided). The nurse stated the culture resulted with growth of staphylococcus aureus. The patient was treated with antibiotics (details unknown). However, it was stated the patient has not fully recovered. Per the nurse, the pd catheter (not a fresenius product) is suspected to have fibrin formation intraluminal and be infected with the bacteria. The nurse also concurred the drain complications with the cycler was caused by the pd catheter (not a fresenius product). It was reported the patient is currently completing pd treatment with the same cycler, but will require removal of the pd catheter soon. The nurse reported the peritonitis is not related to any issues with fresenius device, or product. The nurse attributed the event to touch contamination during the pd exchange and infection of the pd catheter. The cycler set is not available to be returned for manufacturing evaluation.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which is often associated with touch contamination and/or the pd catheter. The patient¿s pd culture yielded growth of staphylococcus aureus which is bacteria that normally resides on human skin. Therefore, the peritonitis event can be reasonably attributed to touch contamination during the pd exchange. Moreover, it is not uncommon for the bacteria to infiltrate the pd catheter and is likely a contributing factor in this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a call to follow up on a patient¿s drain complications, it was reported by a peritoneal dialysis (pd) nurse that a patient on pd has peritonitis. The pd nurse familiar with the patient reported that the peritonitis was suspected to have caused the drain issues. There were no reported allegations that the peritonitis was related to a deficiency with fresenius products. Subsequently, another pd nurse reported the patient was having symptoms of abdominal pain. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained (in the middle of december; date not provided). The nurse stated the culture resulted with growth of staphylococcus aureus. The patient was treated with antibiotics (details unknown). However, it was stated the patient has not fully recovered. Per the nurse, the pd catheter (not a fresenius product) is suspected to have fibrin formation intraluminal and be infected with the bacteria. The nurse also concurred the drain complications with the cycler was caused by the pd catheter (not a fresenius product). It was reported the patient is currently completing pd treatment with the same cycler, but will require removal of the pd catheter soon. The nurse reported the peritonitis is not related to any issues with fresenius device, or product. The nurse attributed the event to touch contamination during the pd exchange and infection of the pd catheter. The cycler set is not available to be returned for manufacturing evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.